Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator would not power up all the way, and would restart during power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturer's product support (pse) for assistance. Pse determined the device had a +-24/12 volt power failure occurence during normal ventilation operation with a subsequent vent inop occurrence during power on. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. The customer reported they heard the device power supply clicking. Pse advised replacement of the power supply to address the reported problem.